Event description:
Pt to cath lab on (B)(6) 2018 with deployment of stents to proximal and circumflex coronary arteries. Following removal of coronary guidewire, radio-opaque segment of guidewire was noted on fluoro imaging in the region of the aortic root / left mca / proximal circumflex. Inspection of the removed guidewire confirmed that a portion of the wire had become detached. Multiple attempts to retrieve the retained segment were unsuccessful. In the process, the pt was reportedly exposed to 9726 mygm radiation (5000 mygm is procedural limit). Cardiovascular surgery was consulted and pt was taken emergently to operating room for CABG x 1 with removal of retained guidewire segment and was admitted to cvicu post-op.